Event description:
Same case as MDR ID: 2134265-2015-03984. It was reported that a burr became stuck in the lesion and rotawire fracture occurred. The 100% stenosed, 20x3.5mm target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.50mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, ablation was performed at 160,000rpm at 15 to 20 seconds per ablation and the rotational speed decreases ranging from 3,000 to 7,000rpm. During ablation, the burr was not inserted to the spring tip of the rotawire. After the fourth ablation, it was noted that the burr got stuck in the proximal rca. During removal attempts, the mach 1 guide catheter became kinked. It was exchanged for a non bsc guide catheter which was advanced to the area of the burr and the burr was pulled, but it could not be removed. Then a 2.0mm non-bsc balloon catheter was advanced to the burr area and inflated at 14atms. The burr was then successfully withdrawn. After the burr was removed, it was noted that the rotawire was separated and approximately 11cm of the rotawire remained inside the patient. An attempt to remove the fractured portion using a 0.014 wire was not successful. The procedure was completed although the fractured wire remained in the patient. No further patient complications were reported. The patient was transferred to ccu for observation and discharged 5 days post procedure. The patient¿s condition was good. The physician indicated that during ablation he may have ¿thrust the burr a little hard¿. He also suspected that the tip of the rotawire was twisted and then it separated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection revealed a kink in the middle section of the device and near the proximal section. The wire was broken near the distal section and the distal tip was not returned. The overall length was not measured due to the device condition. The outer diameter of middle and proximal section are within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03984. It was reported that a burr became stuck in the lesion and rotawire fracture occurred. The 100% stenosed, 20x3.5mm target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.50mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, ablation was performed at 160,000rpm at 15 to 20 seconds per ablation and the rotational speed decreases ranging from 3,000 to 7,000rpm. During ablation, the burr was not inserted to the spring tip of the rotawire. After the fourth ablation, it was noted that the burr got stuck in the proximal rca. During removal attempts, the mach 1 guide catheter became kinked. It was exchanged for a non bsc guide catheter which was advanced to the area of the burr and the burr was pulled, but it could not be removed. Then a 2.0mm non-bsc balloon catheter was advanced to the burr area and inflated at 14atms. The burr was then successfully withdrawn. After the burr was removed, it was noted that the rotawire was separated and approximately 11cm of the rotawire remained inside the patient. An attempt to remove the fractured portion using a 0.014 wire was not successful. The procedure was completed although the fractured wire remained in the patient. No further patient complications were reported. The patient was transferred to ccu for observation and discharged 5 days post procedure. The patient¿s condition was good. The physician indicated that during ablation he may have ¿thrust the burr a little hard¿. He also suspected that the tip of the rotawire was twisted and then it separated.